Event description:
It was reported that this pacemaker reverted into safety mode. Additionally, a magnetic resonance imaging (MRI) was performed on this non-conditional MRI system. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.